Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a se 2267 (fluid and air in set) was not confirmed due to a lack of sample. Since the sample was not evaluated, it is unknown whether the product met specification. The lot number is unknown, therefore a batch review was not performed. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267, which occurred on the homechoice (hc), during dwell 3 of 5. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The tsr advised the hp to complete therapy with manual exchanges. There was no patient injury or medical intervention indicated at the time of the initial report.